Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. The customer reported a short battery life or a low battery alarm no harm requiring medical intervention was reported. Mmt-1712k was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self test and sleep current measurement. Unit failed active current test due to low current reading. Unit was successfully downloaded using thus software. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. On adapt, the following battery faults were recorded: fault 6 on (B)(6) 2024 at 11:35:37.000 hour and at 11:35:48.000 hour. Fault 104 on (B)(6) 2024 at 01:25:00.000 hour. Failed batt test (58) was alerted several times on (B)(6) 2024 at 11:23:05.000 hour through 11:35:00.000 hour. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, and j6/j7 connectors. Test p-cap locked in place properly during testing. The following damages were also noted: pillowing keypad overlay, cracked case (battery tube), scratched case, and cracked case in summary, customer concern for charge/battery lasts less than expected and unexpected battery power loss was confirmed with a power graph anomaly due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.